Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Evaluation findings (results/components): 1 device: maintenance problem identified / part/component/sub-assembly term not applicable. 1 device: wear problem / seal. Product disposition: 1 device: archived by stryker. 1 device: serviced and returned to customer. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 2 events for the failure: fluid/blood leak. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.